Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture. The physician attempted to implant the left bundle branch lead and was found to have helix extension and retraction issues. The left ventricular lead and left bundle branch lead were not used and were replaced. The patient was in stable condition throughout the procedure.